Manufacturer narrative:
The event occurred in the (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Whenever customer is using the multiclix the needle is not retracted and extends beyond the end of the correctly positioned protective end cap of the device. No adverse event occurred. Multiclix requested for further investigation.